Event description:
It was reported the lcd (liquid crystal display) screen is broken. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4)- analysis confirmed the customer comment; the lcd was broken. It was also noted that there was damage to the external pulse generator due to non-medtronic personnel disassembling and reassembling the device. There was missing medical adhesive on the output connectors and the heart lead flex track was torn. Analysis did find that the heart lead flex was out of specification. The upper/lower case, both bail covers and battery drawer were broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the lcd was broken. It was also noted that there was damage to the external pulse generator due to non-medtronic personnel disassembling and reassembling the device. There was missing medical adhesive on the output connectors and the heart lead flex track was torn. Analysis did find that the heart lead flex was out of specification. The upper/lower case, both bail covers and battery drawer were broken.